Event description:
It was reported to tyco healthcare/kendall on august 15, 2006, that a customer had a problem with a dialysis catheter. The doctor made an aspiration with syringe to verify return and he detected that the catheter had break the venous line. The patient was not involved.